Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was some blood black flow occurring with a solution sets. The occurred during patient use. It was stated that the side arm in interlink septum failed which allowed back-flow of blood from the IV cannula. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. Evaluation of the photo revealed red solution in the last portion of the set, which appears to indicate that backflow occurred. However, the reported condition could not be verified through inspection of the photograph as functional testing of the device could not be performed. A batch review could not be performed as the lot number was not provided. Should additional relevant information become available, a supplemental report will be submitted.